Event description:
It was reported that while scrub nurse preparing sterile instrument for operation case, the nurse found that the suction tube was removed from the handle automatically without any pull or screw out. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation.the event is filed under internal karl storz complaint ID: 20260012082_201110913.